Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Block h6: imdrf device code a0401 captures the reportable investigation results of stent detached/separated. Block h10: the returned percuflex urinary diversion stent was analyzed, and a visual and microscopic evaluation noted that the shaft was torn and detached, and remains of an unknown glue over the shaft. The shaft looks stretched on the detached side and along the shaft, there are many bents. No other problems with the device were noted. The reported event was confirmed. Taking all available information into consideration, most likely, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. It is possible that some type of adessive synth was placed in the device to be fixed and stabilized, the detachment observed in both ends of shafts, can be conclude due to the state of the device that was stretched and tensioned until its separation. The returned devices show a lot of manipulation the torn and the bents founded along the device may be related with some other factors such as excessive handling of the device, the technique used by the physician and normal procedural difficulties encountered during the procedure. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
Note: this report is one of two complaints that pertain to the same event (see MFR report # 2124215-2024-17751.). It was reported to boston scientific corporation that a percuflex urinary diversion stent was successfully implanted during a procedure. The event date was not reported. During a routine follow-up, the two implanted stents from left and right anatomy were found torn at the part protruding outside the patient. The procedure was successfully completed with another percuflex urinary diversion stent. There were no patient complications reported as a result of this event. Investigation results revealed that the stent was detached/separated, therefore this event has been deemed an MDR reportable event. Please see block h10 for full investigation details.